Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for clotting with the incident lot was observed. It is unclear from the photo if the tube was filled to the fill line to provide the correct additive to blood ratio. Additionally, evaluation/testing of the customer samples was performed. All samples were visually inspected for the presence of k2edta additive, and all tubes were found to contain k2edta spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the k2edta additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for clotting with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and all samples were within specification requirements root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes are clotting. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367861, batch no. 8303688. It was reported that the blood is clotting. Date of event (B)(6) 2019 (4 of 4). Incidents occurred on (B)(6) 2019. Smax wo update: 04/09/2019. The customer states that they just opened this lot# last week, and have 4 clotted tubes. One was detected on the horiba pentra 60 + that did not give any results due to the clot. When they put a stick in the tube after that, the stick picked up the clot. On the other 3 tubes, there were small and large clots that could be seen on the sides of the tubes. The tubes are stored at rt in a closet, and after the tubes are drawn, they are transported in a cooler. The tubes are placed in a bag and insulated from 2 ice packs placed on the top, and bottom of the cooler. The tubes are not in direct contact with the ice packs. The tubes had been filled completely and inverted 10 times.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes are clotting. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367861, batch no. 8303688. It was reported that the blood is clotting. Date of event (B)(6) 2019 (4 of 4). Incidents occurred on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019. (B)(6) update: 04/09/2019. The customer states that they just opened this lot# last week, and have 4 clotted tubes. One was detected on the horiba pentra 60 + that did not give any results due to the clot. When they put a stick in the tube after that, the stick picked up the clot. On the other 3 tubes, there were small and large clots that could be seen on the sides of the tubes. The tubes are stored at rt in a closet, and after the tubes are drawn, they are transported in a cooler. The tubes are placed in a bag and insulated from 2 ice packs placed on the top, and bottom of the cooler. The tubes are not in direct contact with the ice packs. The tubes had been filled completely and inverted 10 times.